Event description:
It was reported that when the patient presented to the emergency room for shortness of breath, dislodgement was observed via chest x-ray. Previous x-ray indicated lead dislodged over time. The lead was explanted and replaced. Patient condition was normal after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.